Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation codes were updated upon device return.

Event description:
Additional information received from the manufacturer's representative (rep) reported the leads were placed correct under fluoroscope and placed as indicated.

Manufacturer narrative:
Analysis found that the ins ((B)(4)) was functionally okay and had no significant anomalies. The conclusion code no longer applies. The result code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient had tachycardia when the stimulation was on. The stimulation was turned on and off and catheterism occurred. It was noted the patient did not let them interrogate the implantable neurostimulator (ins). The device was explanted. At the time of the report, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.